Event description:
Patient suffered a right bimalleolar fracture. An eight hole 1/3 tubular lcp (locking compression plate) with eight screws was used to reduce the fracture. The open reduction internal fixation occurred four months ago. The eight hole plate and screws was explanted recently, as the plate fractured in two places.